Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic via merlin.net transmission. The atrial lead exhibited noise. The lead was reprogrammed. No patient symptoms were reported.